Event description:
It was reported that urine did not outflow through the catheter due to occlusion. It also leaked from the urethral meatus.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. No visual defects noted on returned catheter. Per functional testing, no blockage was observed in drainage lumen. Water was introduced through the drainage eye and exited through the drainage funnel without difficulty. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "(6) since movement of the body may twist or bend catheter to cause occlusion, care should be taken to fix the catheter to cause occlusion, care should be taken to fix the catheter securely. (7) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that urine did not outflow through the catheter due to occlusion. It also leaked from the urethral meatus.